Event description:
It was reported that the customer experienced elevated blood glucose levels (200-350 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, there were small bubbles throughout tubing.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(4).